Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp prematurely disconnected from the catheter. The lp was successfully retrieved and replaced. It was also noted that one of the beads broke off of the catheter. The patient was stable.

Manufacturer narrative:
The reported event of premature separation and positioning failure was not confirmed. Final analysis found no anomaly on the helix. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.